Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was out fishing and got the insulin pump wet. The insulin pump alarmed button error and the buttons are not responding. Customer stated there is fluid under the lcd screen. Blood glucose value at the time was 44 mg/dl; current reading is 115 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a frozen display followed by an unexpected audio tone due to moisture damage to the electronic assembly. The insulin pump was also received with moisture damage on the keypad traces, the motor, battery tube, and vibrator assembly. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window and reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.